Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states the attune fixed bearing tibial insert bearing (size 6 x 7mm) sat flush when inserted but when the surgeon tested the locking mechanism and "flushness" with a small cobb elevator, the bearing would lift out from the tibial tray with very little force. We replaced with another 6 x7mm insert and the surgeon stated it felt more secure and tight. The tibial insert was also loose. Five minutes surgical delay. Right knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.